Manufacturer narrative:
The patient was enrolled in the (B)(4) database with an 88% lesion in the left proximal internal carotid artery. The lesion was eccentric, mildly calcified and 25mm in length. The vessel was 3.17mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was successfully implanted with a final stenosis of 30%. The patient was discharged the next day. Approximately nine days after having a stent placed in the left proximal internal carotid artery stent thrombosis was diagnosed by ultrasound. The patient presented with transient ipsilateral visual complaints. MRI results were negative. It was noted that after the index procedure, the patient had been discharged on aspirin, clopidogrel and coumadin, however, the patient was not complaint with his medications. The patient's visual complaints resolved; therefore, the thrombus was not treated. A follow-up angiogram is expected to be performed at an unknown time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15047127 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the cavatas (carotid and vertebral artery transluminal angioplasty study) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Factors that may have influenced the event include patient, procedural, pharmacological and lesion.

Event description:
Approximately nine days post index procedure, stent thrombosis was noted. The thrombus was diagnosed by ultrasound. The patient also had transient ipsilateral visual complaints. An MRI resulted negative. It was noted that the patient was discharged on aspirin, clopidogrel and coumadin, however, the patient was not complaint with his medications. The patient became asymptomatic, therefore, the thrombus was not treated. The patient was enrolled in the (B)(4) database with an 88% lesion in the left proximal internal carotid artery. The lesion was eccentric, mildly calcified and 25mm in length. The vessel was 3.17mm in diameter. The lesion was pre-dilated. An angioguard was placed and a precise stent was successfully implanted. The final percentage of stenosis was 30%. The patient was discharged the next day, on aspirin.